Event description:
It was reported that during a ptca/stent procedure, the pixel stent was advanced to the lesion; however, under fluoroscopy, the stent could not be seen. The stent delivery system (sds) was removed along with the guiding catheter. Once outside the pt's body, the stent was found to be inside the guiding catheter. Reportedly, the something occurred with a second pixel stent, where the stent was found to be inside the guiding catheter again. No pt effects were reported.